Event description:
A totally occluded right coronary artery was successfully opened with a resulting residual dissection using an unknown ptca balloon. Therefore, a medtronic ave s670 over-the-wire stent delivery system of unknown model and size was inserted into the severely calcified right coronary artery. The stent and delivery system were inserted and advanced beyond the target lesion site. Upon pulling the stent back to the intended lesion site, the stent dislodged from the delivery balloon. A ptca balloon was then inserted into the undeployed stent and after partial inflation of the balloon, the stent was moved to the intended lesion site and deployed successfully. The lesion and vessel morphology is unknown. There was no add'l clinical sequelae reported relative to the event.